Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited oversensing of atrial sensed events, resulting in pacing inhibition for 3.5 seconds. The patient was noted to be pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting options. X-ray imaging showed no anomalies. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead. The ICD remains implanted and in service. No additional adverse patient effects were reported.